Event description:
Distributor requested repair of an ambulatory infusion pump due to "failed 20ml accuracy test, +6.6%". No patient details were provided.

Manufacturer narrative:
One cadd-legacy plus pump was returned in used condition. The customer's concern regarding over delivery was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.